Event description:
It was reported that the patient exhibited symptoms of ¿hypoperfusion¿ of morphine and got the ¿urgency service¿ on the day of report. The specific underdose symptoms were fever, pain, sweat, and ¿spiky hair¿. The pump was interrogated and there were no events seen in the logs. The healthcare professional (hcp) then checked the residual volume of the reservoir and found it was the same as what the pump indicated. It was stated that the same issue had also occurred two other times, 18 days and 1.5 months, prior to the day of report. For the two most recent occurrences, the symptoms disappeared with the use of intravenous morphine perfusion, though there was no information referring to the first occurrence. It was reported that the patient had been hospitalized and x-rays were performed. A catheter revision had also occurred, but it reportedly seemed okay. At the time of report, there was no patient injury. The device system was used to deliver morphine and bupivacaine. In addition, it was reported that he patient had a previous pump explanted because of this issue, but there had been an issue with the actual pump. It was stated that the event would occur one or two times every summer since implant, though it was unclear which pump the reporter was referring to. All of those cases were resolved with intravenous morphine perfusion. Refer to manufacturer report #3007566237-2010-07717 for further details pertaining to the prior pump.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).